Manufacturer narrative:
Device is a combination product.  (B)(4).   Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination of the device found that there were multiple hypo tube kinks along the full catheter length. No issues with mid shaft, inner or outer polymer extrusion. The undamaged section of the crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. Stent strut rows 7 to16 from the proximal end of stent are concertinaed and deformed causing the stent to be moved in a distal direction away from the proximal marker band. No issues with the balloon. The tip was visually and microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19-dec-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. Following predilation using a 2.0x15 emerge balloon catheter, a 2.75x24mm synergy¿ drug-eluting stent was advanced to treat the lesion but failed to cross. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage.